Event description:
During a routine follow-up, low hv impedance was detected. A blood intrusion was found in the is-1 connection which was subsequengtly cleaned and dried. However, during device testing, hv impedance continued to be low and after a fibrillation induction, the charge time was greater than 30 seconds. Fibrillation was successfully terminated by external defibrillation. The ICD was replaced.

Manufacturer narrative:
Eval summary: visual inspection revealed slight pitting at the emitter wirebonds at q6 and q9; this is indicative of high current through the output stage of the device, which would account for the extended charge time. It is believed that the damage may have been caused by delivery into low impedance; there are indications that a defib lead may have shorted to the can. An arc mark on the can shows traces of metals found in the leads.